Manufacturer narrative:
Device available for evaluation?: yes, returned to manufacturer on 10/23/2017. Device evaluation: the product was returned to the manufacturing site for evaluation. The product was inspected by a qualified inspector using a 12x magnification. It can be seen that the lens is cut and it is damaged on the anterior side. Furthermore the lens is contaminated. The product is most likely damaged due to explant. Manufacturing records review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. A search on complaints revealed that no similar complaints were received for this production order number. As a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
Date of event: unknown, not provided, but the best estimate date is between (B)(6) 2017. (B)(4). Attempts have been made to obtain missing information; however, to date, no response has been received. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that a zxr00 19.0 diopter intraocular lens (iol) was implanted on (B)(6) 2017. It was later explanted on (B)(6) 2017 due to a malfunction. Reportedly, the lens was replaced with model zcb00, but the diopter was not provided. No additional information was provided.

Manufacturer narrative:
Additional information received reported that the meaning of malfunction, which was the reason for explant, meant that the patient was not happy with the lens and wanted a monofocal lens for the right operative eye. Also, the surgeon's name was dr. (B)(6) and the patient was a male with date of birth (B)(6). There was no incision enlargement or vitrectomy performed. The replacement lens was a zcb00 19.0 diopter intraocular lens (iol). Also, the patient is reportedly doing good post-operatively. No additional information was provided. Age/date of birth: (B)(6), gender/sex: male. (B)(6). All pertinent information available to abbott medical optics has been submitted.